Manufacturer narrative:
The manufacturer previously reported an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. The patient also alleged wake up coughing, filters turns gray right away, she does wake up every hour, pain in back, eyes would be irritated and her nose is dry while using device and nausea. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer visually inspected the external part of the device and found minimal signs of dust/dirt contamination in the device enclosure and airpath. Evidence of water ingress found on blower and inside blower box. The manufacturer visually inspected the device internally and found minimal dust/dirt contamination in the device enclosure and airpath. Evidence of water ingress found on blower and inside blower box. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation, but a small amount of water ingress and dust/dirt contamination were observed and are consistent with being from an external source.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.